Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department at that time. Because we are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
(B)(4) received a call on 07/05/2016 reporting a medical intervention that occurred on (B)(6) 2016 in the early afternoon. Patient ((B)(6)) called in stating he tested his blood glucose with the prodigy meter and received a result of 227mg/dl. (B)(6) believed the reading was incorrect and that his blood glucose was not that high. (B)(6) was experiencing symptoms of chest pains and having a hard time breathing. (B)(6) took his metformin medication and ate lunch prior to the medical intervention. (B)(6) performed an additional test with the prodigy meter and received a result of 209mg/dl. (B)(6) normal glucose reading around the time of day of the event is 115-130mg/dl. Paramedics were called 1 hour after testing with the prodigy meter. Paramedics arrive approximately 5-10 minutes after being called. Upon arrival the paramedics tested (B)(6) blood glucose with their meter with a result of 132mg/dl. Approximately 1 hour and 30 minutes passed between testing with the prodigy meter and the paramedic's meter. (B)(4) sent replacement and prepaid envelope requesting return of suspect system.